Manufacturer narrative:
(B)(6).

Event description:
It was reported that the anchors deployed at the same time, either the button or the cannula did not work.

Manufacturer narrative:
One fast-fix 360 reversed curved needle delivery system was returned for evaluation. Visual assessment of the device shows the needle is bent on two planes. No ts or suture remain on the insertion needle or were returned for evaluation. Actuator is lodged at the distal end of the needle. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle. The delivery needle should not be bent. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacturing process can be established. User error may have been a contributive factor to the event.